Event description:
It was reported that the insulin pump had a keypad anomaly. The caller stated that the numbers were scrolling, so she replaced the battery, and observed that the keypad was unresponsive. The caller stated that when she took the battery out, the insulin pump also alarmed battery out limit. The customer's blood glucose was 13.8 mmol/l. The customer stated that she went to give herself a correction when the issue occurred, noting that her blood glucose ran high after she had eaten a meal and gone to the gym. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.